Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided from the initial reporter. Differences between clinical software results resulting in erroneous results on patient samples. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported complaint regarding differences between clinical software results on 07feb2023. This poses the risk of producing delayed or erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are zero qns (quality notifications) for part # 338962, related to the reported issue. Date range from 08feb2022 to 08feb2023. ¿ device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-r33896203522-107887286-22, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 11 complaints for part # 338962 related to as reported code 1 : result - erroneous diagnostic ¿ date range from 08feb2022 to 08feb2023. ¿ returned sample analysis: a return sample was not requested because no parts were replaced. ¿ service history review: review of related work order #: 02840605, case # (B)(6). Install date: 20jul2022. Defective part number: n/a. Work order notes: subject / reported: divergences between clinical software results. Problem description: client reports that he has observed divergence of results released by the facscanto clinical software of this equipment when compared to the other equipment available in the laboratory (n/s:r33896202832). These were performed and the same sample was acquired in both equipments. Analyzing the results we observed that the cell populations, fluorescence between the two equipment are similar, but the number of beads events is discrepant. The client had difficulty calibrating the equipment on 07/02. No sample processing errors were identified, the same sample was acquired in both equipments. Laboratory has stopped using the equipment and follows the routine in n/s:r33896202832. Equipment needs to undergo overhaul. Work performed: cleaning the flow cell with contrad. Revision of the optical alignment of lasers: all values within the indicated in the service manual facs canto ii doc no. 640597 rev 08 version d december, 2021. Cause: some sample impregnated the flow cell causing decreased resolution in some channels. Solution: performed the check performance: all parameters passed successfully and without errors. Performed 7 colors: all parameters passed successfully and without errors. Passed a patient sample for comparison: the results are equivalent in the two laboratory equipment. Parts replaced: n/a. ¿ labeling / packaging review: n/a. ¿ risk analysis: risk management file part # 338942ra, revision 09/version h, facscanto product family risk analysis was reviewed. This file did not contain the appropriate hazards and mitigations, and an ecr has been created to assess additional hazards and their risk levels. Ecr # 500000301839 has been created and will revise the existing document to include causes, mitigations, and risk ratings for failures related to erroneous results. ¿ potential causes: based on the investigation results, the potential cause was determined to be a dirty or clogged flow cell. ¿ investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, DHR review, risk analysis, and service activity review, the potential cause of differences between clinical software results was a dirty or clogged flow cell. The customer reported a complaint regarding differences between results released by the facscanto clinical software of this instrument when compared to the other equipment available in their laboratory. In the field visit, the field service representative (fsr) analyzed the results and observed that the cell populations and fluorescence between the two equipment were similar, but the number of bead events were discrepant. In an attempt to resolve the issue, the fsr cleaned the flow cell with contrad and confirmed that some sample had impregnated the flow cell causing decreased resolution in some channels. They then proceeded to review the optical alignment of lasers. After the works performed, the instrument was tested and was confirmed to be performing as intended. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. ¿ conclusion: based on the investigation results, complaint was confirmed and the potential cause of differences between clinical software results was a dirty or clogged flow cell. The fsr proceeded to clean the flow cell with contrad and confirmed that there was some sample impregnated in the flow cell. After the cleaning, the instrument was tested and was confirmed to be performing as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided from the initial reporter. Differences between clinical software results resulting in erroneous results on patient samples. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
Common device name : counter, differential cell. Initial reported phone and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.